Event description:
Report received from the USA stating that the device was "not working." The device was not being used during surgery. It is unknown if injury or medical intervention occurred and the date of the event is unknown as well. No additional information was provided.

Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional information is received, a supplemental report will be sent. (B)(4).